Event description:
The pt has a lead for off-label use. It was reported the pt is experiencing auto-reduction on all of his programs. In turn, the pt is unable to increase stimulation. An impedance check was performed and revealed invalid contacts. The pt will meet with his doctor to undergo x-rays for further investigation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.